Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: product made prior to UDI compliance date. UDI not required. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing bilateral breast discomfort and was diagnosed with bilaterally ruptured implants using magnetic resonance imaging. As a result, the patient underwent bilateral exchange with mentor implants on (B)(6) 2004. The date of implantation and event were provided to mentor as a best estimate. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On november 06, 2025, mentor determined that it is possible that the lot number provided is not valid. The manufacturing record evaluation (mre) of lot number 34204 was requested to the quality operations team. However, the physical file of the DHR was not found. Should additional information become available, mentor will submit a supplemental report accordingly manufacturer¿s reference number: (B)(4).